Event description:
Customer reported a malfunction code identified as malf 12 on their pump, which was not reset within the last 24 hours but occurred at least three times. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement of the pump, confirmed the shipping address, and provided instructions to the customer on how to put the pump into storage mode before returning it using a pre-paid label. Customer was advised to continue using the current pump until the replacement arrives and understood the instructions provided.